Manufacturer narrative:
Carefusion file identification: (B)(4). At this time, it is unknown whether there is patient involvement.  There has been no report of any patient consequence associated with this event. Any additional information received from the customer will be included in a follow-up report. The carefusion field service representative (fsr) went onsite to repair the suspect device. The carefusion fsr replaced the turbine, calibrated the transducers, and performed ovp (operational verification procedure). The carefusion fsr reported the unit meets all factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault error.

Manufacturer narrative:
After additional investigation, the reported malfunction occurred during a preventative maintenance and is unlikely for this malfunction to occur at a later time and cause harm or injury to a patient. This reported issue is no longer reportable pursuant 21 cfr part 803.